Manufacturer narrative:
This supplemental MDR is being submitted to report the following: after further consideration and review of the FDA (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued on november 8, 2016) definition of a ¿similar device¿ for reporting purposes, this device is not similar to a device that is cleared or approved for use in the united states. Therefore, this event is not reportable per 21 cfr 803.1. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However, images were provided for review. From the images, as well as the information provided in the complaint, it appears the electrode is kinked or has a non optimal crescent shape. Based upon the available information, the definitive root cause is unknown. Within tva's document control system, a risk assessment was completed. No further action is required at this time.

Event description:
It was reported that during a fistula creation procedure in the common ulnar via the venous and arterial ulnaris, the electrode appeared allegedly kinked (no optimal crescent shape), and the activation failed. It was further alleged no fistula was created as the catheter was unable to cut from the vein to the artery, only a little aneurysm at the venous side was identified under angiogram. Reportedly no graft was used, and the procedure was completed as an av fistula (vein and artery brachio-basilic fistula). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However, images were provided for review. From the images, as well as the information provided in the complaint, it appears the electrode is kinked or has a non optimal crescent shape. Based upon the available information, the definitive root cause is unknown. Within tva's document control system, a risk assessment was completed. No further action is required at this time.

Event description:
It was reported that during a fistula creation procedure in the common ulnar via the venous and arterial ulnaris, the electrode appeared allegedly kinked (no optimal crescent shape), and the activation failed. It was further alleged no fistula was created as the catheter was unable to cut from the vein to the artery, only a little aneurysm at the venous side was identified under angiogram. Reportedly no graft was used, and the procedure was completed as an av fistula (vein and artery brachio-basilic fistula). There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. Photos and x-ray images were provided and are under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that during a fistula creation procedure in the common ulnar via the venous and arterial ulnaris, the electrode appeared allegedly kinked (no optimal cresent shape), and the activation failed. It was further alleged no fistula was created as the catheter was unable to cut from the vein to the artery, only a little aneurysm at the venous side was identified under angiogram. Reportedly no graft was used, and the procedure was completed as an av fistula (vein and artery ¿ brachio-basilic fistula). There was no reported patient injury.